Manufacturer narrative:
Follow up requested for additional treatment of peritonitis (injection ceftazidime (1 g, once daily) for peritonitis) with initial bad: (B)(6)2019. Additional information, upon follow up it was reported the patient was treated with injection of ceftazidime (1 g, once daily, route and duration not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as incorrect procedure by the caretaker. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection vancomycin (1 gm, once in five days, route and duration not reported) and injection fortum (1 g, once daily, route and duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event. Seven days after hospital admission, the patient was discharged from the hospital. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available as the reporter has declined to provide further information.